Event description:
It was reported that during the implant procedure, the left ventricular lead was attempted to be implanted in several target veins but it still could not pace. The physician suspected the lead had a quality problem and replaced it with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.